Event description:
Covidien received information stating that an 840 ventilator had a device alert while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The customer was unable to provide information regarding the patient outcome. The customer evaluated the device and found error codes that indicated a malfunction of the graphis user interface (gui). The customer reported to have replaced the gui central processing unit (spu) printed circuit board (pcb). The covidien customer support engineer (cse) inspected the device and upgraded the software to the current revision. The cse performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
(B)(4).